Event description:
The user was implanted in 2009 but was not satisfied with the sound since the initial activation of the device reporting that she did not experience enough gain with the device. The surgeon then decided to re-implant the user and to place the fmt of the new device on the short process of the incus. Reimplantation was done on (B)(6) 2019.

Manufacturer narrative:
Device investigations did not reveal any device malfunction which is expected to explain the patient performance problem reported. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the long process. According to the patient report the user was not satisfied with the device since the initial activation of the device. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in 2009. The floating mass transducer (fmt) was placed on the long process of the incus. The user was not satisfied with the sound since the initial activation of the device. The surgeon then decided to re-implant the user and place the fmt of the new device on the short process of the incus.